Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Upon request for further information, no additional details could be provided by the contact person named in the ufr. This allows no case specific evaluation. It can even not be differentiated if solely the display went black or if the device fully shut down due to loss of electrical energy or similar issue. There was no s/n transmitted, age of the device and its state of preventive maintenance and repairs remains unknown. An explanation for the reported observation cannot found since the event cannot be confirmed on the base of the available information. There may have been a relation to component malfunction (e.g. Display outage), use error (operator unplugging the power cord accidentally), lack of preventive maintenance in combination with infrastructure issue (loss of power and worn internal battery) or a mix-up of these factors. It is recommended to have the device checked by trained service personnel and repaired if necessary.

Event description:
Dräger has received an ufr via the national user facility reporting program in which it was mentioned that the ventilator's display went black during use. There was no patient data in the ufr but the availabler information does not allow to exclude that a patient was involved in the event. There was no detail in the report which would reasonably suggest that patient consequences may have resulted from the event.